Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot, expiration date h3, h4, h6: part number: 03.045.004 lot number: 105p694 manufacturing site: haegendorf release to warehouse date: april 28, 2021 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the retention pin for scrdriver short / xl25 (p/n: 03.045.004, lot number: 105p694) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal end of the pin had broken off. No photos or xrays were returned to confirm if the broken part remained within the patient. The returned photos were reviewed and also show the distal end had broken off. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the distal end of the pin had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an unknown orthopedic procedure. It was noted that while putting in the distal interlock screws for an rfna using ans instruments the surgeon used the long power screwdriver with retained screw, as a lever to rotate the femur to take an x-ray. When they levered on the screwdriver the retention pin #03.045.006 broke off where it was threaded into the interlock screw. The threads of the retention pin were left inside the screw inserted through the nail in the patient. While inserting the proximal screws using the short, hand screwdriver with retained screw, the surgeon, again used the screwdriver as a lever and, again, broke the retention pin off leaving the threads of the retention pin inside the screw that was implanted in the patient. Fragments were generated and it was determined they were attached to the head of the screws and the surgeon decided to leave them in place within the patient rather than try to remove and replace the screws. The procedure was successfully completed without surgical delay. Patient status is unknown. This report is for one (1) retention pin for screwdriver short / xl25. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.